Manufacturer narrative:
The device was not returned to olympus for evaluation. Technical assistance center advised to make sure not to have the pigtail connected with the 190 scope. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus field service engineer reported on behalf of the customer, the video system center had error code e315 for unsupported scope. The issue was found during installation of the device. There were no reports of patient harm.

Manufacturer narrative:
H4 the device manufacturer date remains unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.